Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The adhesive part of the lighting lens had peeled off due to handling. The bending angle was insufficient due to the elongation of the angle wire. The suction cylinder was crushed due to an external factor. The paint on the suction cylinder was peeled off. There were scratches on the tip body, insertion cover tube, insertion part, switch box, operation part cover, up/down angle fixing lever, operation part, grip, universal cord, scope connector side of the universal cord, due to external factors. Dirt was on the operation part that was difficult to remove due to handling (insufficient cleaning). The tip cover and scope connector may have been scratched due to external factors. The forceps stopper was scraped due to an external factor. Wrinkles were found in the universal cord due to external factors. Water cover was observed on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, it was suspected the evis lucera duodenovideoscope had clogging in the forceps channel. The plastic stent broke when it was removed. No patient injury reported. Reprocessing was properly implemented. The facility was carrying out a series of processes including brushing. During the evaluation of the device, it was noted foreign matter was clogged in the forceps channel due to insufficient cleaning. This report is to capture the reportable malfunction of foreign matter was clogged in the forceps channel due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to hooking of the plastic stent and tearing-off while withdrawing, causing foreign material to remain in the biopsy channel. Olympus will continue to monitor field performance for this device.